Event description:
It was reported that the patient was having pain in thigh which results to discomfort. Additionally, the patient was feeling stimulation in legs. An x ray was taken and revealed lead migration. The patient underwent a spinal cord stimulator (scs) system replacement procedure. The patient was doing well postoperatively, and all explanted devices were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six weeks from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7076984/7077068.